Manufacturer narrative:
Final analysis found lead insulation degradation at 9.5-10.9cm from the distal tip. Additional: d10, h3, and h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16227. It was reported that the patient presented for generator change procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing multiple episodes of inappropriate mode switch. During the procedure, the right ventricular - rv lead was found to have insulation damage. The atrial and rv leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.